Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A photo of the device was provided, confirming the reported event. It is noted in the dexcom user's guide that the sensor insertion site for adults is the abdomen. Sensor insertion site of arms is against the user's guide instructions. However, a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the needle was detached from the sensor applicator and remained in the sensor pod. The sensor was inserted on (B)(6) 2015 at the patient's arm. No additional event or patient information is available.